Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after engaging the whisper, the pixel was delivered. There was also difficulty to cross but it managed to engage the catheter. When it was positioned, negative pressure was applied, but blood back flow was observed and it seemed a rupture had occurred in the balloon. Another pixel was used to complete the procedure. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed the stent delivery system (sds) was returned with blood and fluid visible in the inflation lumen and in the balloon. The stent implant was stationary on the balloon and between the markers. The proximal and distal ends of the stent implant were partially deployed. The proximal and distal ends of the balloon had been partially inflated. There were numerous kinks in the shaft due to the way it was returned. The indeflator used in the procedure was not returned. A new indeflator filled with water, in an attempt to pressurize the balloon, when fluid leaked from a pinhole in the distal end of the balloon. The pinhole was on the balloon shoulder. There were scratches on the balloon, distal and proximal to the pinhole. There were no other damages noted to the sds. Analysis of the sds noted blood and fluid visible in the inflation lumen and the balloon. Fluid is consistent with the device having been prepared for use, but the blood in the lumen and balloon is consistent with a rupture, as reported. Although, as reported, only negative pressure was applied, the returned device found the stent implant was stationary on the balloon, between the markers, but the proximal and distal ends of the balloon were returned partially inflated and the ends of the stent were also partially deployed. This indicates that the balloon had been subject to positive pressure at some point, resulting in partial balloon inflation and stent expansion. Additionally, a balloon pinhole was noted in the distal end of the balloon, with scratches in the vicinity, confirming the reported rupture. The balloon material was likely weakened by the scratches, leading to the failure noted under pressurization. Damage of this type can result from an interaction with patient anatomy and/or interaction with accessories (rhv, gc). Since there was no report of a leak during the prep for use of the device, it is likely that the balloon damage and resulting rupture occurred during use of the device. Several kinks in the shaft were noted, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular. This damage does not appear to be related to or have contributed to the reported difficulties. The calcified lesion likely contributed to the difficulty in advancing and the balloon pinhole. There are no indications of a product quality issue and the reported difficulties appear to be related to the operational context of the device. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. This MDR is considered closed by the product performance group.